Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015, customer was positive for ketones, blood glucose level 560 mg/dl. Customer felt sick and went to hospital. Customer treated with insulin via perfusion. On (B)(6) 2015, customer released from the hospital on her own request. Customer assumes that the reason for the high blood glucose level is the pump and assumes that the pump didn't deliver insulin correctly. A request was made for the return of the device.